Event description:
The customer reported having low blood glucose and paramedics were called. Troubleshooting was performed. The customer stated that her blood glucose was 32mg/dl by the time the paramedics arrived at there home and treated her. Reviewed priming technique and seem it was correct. Checked the programming and found a difference of 1.025 units. The customer also stated that the insulin pump alarmed motor error during her infusion set change. Had customer to disconnect from the quick released and to remove the reservoir from the reservoir compartment. The customer stated that there were 60 units left in the reservoir. Advised the customer that the insulin pump is working properly and to continue using the device. No further info was provided.

Manufacturer narrative:
The customer reported that the insulin pump delivered a bolus that she did not program. Reviewed the bolus history and found a bolus wizard of 9.95 units. The customer's blood glucose was 74mg/dl. The customer stated that she was sleeping at the time of delivering, and does not feel that she could have accidentally pressed any buttons. The customer requested a replacement of the insulin pump. No further info was provided.